Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms. Subsequently, this patient underwent a replacement procedure, and this ra lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.